Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6), a 27mm masters series valve was implanted in the mitral position. On (B)(6), the patient reported with dyspnea. An obstructed leaflet was reported to be the cause. Per report on (B)(6), the masters series valve was explanted and replaced with a 25mm masters series valve on (B)(6). On (B)(6) the patient died secondary to post-pericardiotomy syndrome with severe lv dysfunction. An autopsy was performed however abbott was not able to secure a copy of the report. (Please refer to MDR-2017-40418 regarding the 27mm valve that was explanted.)